Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker. The displacement test could not be performed due to the keypad anomaly.

Event description:
It was reported by the customer that their insulin pump's keypad was unresponsive to user inputs. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.